Event description:
The report the company received from the affiliate indicated that during a pta procedure to the right superficial femoral artery, the balloon ruptured below normal pressure (the exact pressure is unknown). A contralateral approach was used, and the target vessel was moderately calcified and tortuous. A sasuga balloon of unknown size was used to finish the procedure successfully. There were no reported patient complications. As per the reporting affiliate, no further information is available regarding this procedure. The product has been returned for evaluation and testing.